Event description:
Adverse event: failure to treat perforation requiring intervention. Time of adverse event: during the procedure. Device issue: failure to advance. Time of device issue: during the procedure. It was reported that a perforation was caused by a non-abbott device. The first three graftmaster stents (3.5 x 19, 3.0 x 12, 3.0 x 26) failed to cross the perforation. The 3.0 x 19 graftmaster was attempted, but it dislodged. It was able to be deployed at the perforation using the stent delivery system balloon, and the perforation was considered to be adequately sealed. There is no additional event or patient information available.

Manufacturer narrative:
(B)(4). Jostent graftmaster 3.0 x 19, 3.0 x 26 and 3.5 x 19 indicated are being filed under a separate medwatch MFR number. Evaluation summary: the device was not returned for evaluation. In general, issues on advancing to and passing target lesions could occur due to, but not limited to, physician's technique (selection of device size/type, used guide wire,/ catheter), coronary lesion anatomy (lesion location, tortuosity, presence of calcification), foreign bodies (presence of previously deployed devices) or a pre-dilatation strategy. The probable root cause remains undetermined. It cannot be excluded that the vessel anatomy was still too narrow for the device to cross. According to the task sheets for this lot all devices were in accordance with all quality criteria when the devices left the MFR. There are too many influences and interactions existing which may lead to the effect "not cross", so a conclusion that this problem must be caused by the used device is not possible. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. According to the task/route sheets for this lot, all devices were in accordance with all quality criteria when the devices left the manufacturer. There is no information given to draw the conclusion that the device was not in working order.